Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported symptom "device shuts down by itself," which was reproduced during evaluation. The symptom was also confirmed through a review of the event history log, which showed repetitive improper shutdown messages. The cause was determined to be two depressed negative battery pins that were unable to rebound as designed and prevented dc operation. The battery pins were replaced through replacement of the rear case assembly.

Event description:
It was reported that a spectrum pump powered off without user input in the intensive care unit. It was also reported there was no patient involvement.